Manufacturer narrative:
Our engineer found: inspection of the returned pad shows evidence of misuse in the following manner: power cord found broken at pad edge approx 1/4 in outside of cord butterfly causing electrical arcing and burning. Breakage caused by excessive and repeated bending, twisting, pulling, or cutting. Thermostat casings show browning and molding around adjacent parts caused by extended duration of temperatures greater than those achieved during recommended use. Additionally, pad show signs of experiencing abnormally high pressure during use as evidenced by detailed molding of outer cotton duck cover to interior components. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer called and stated the pad caught fire and burned her, bed, mattress, and blanket.